Event description:
It was reported the patient¿s implantable neurostimulator (ins) was at end of service (eos). It was noted the patient saw their healthcare professional after they saw the ins was at eos on the patient programmer. It was further noted the battery depletion was premature. It was noted the patient had pain. Additional information received reported the patient would be getting a new ins on 2013-(B)(6). Additional information received reported the patient¿s ins was replaced and the patient had good therapy again with the new ins. It was noted the impedances on the old ins showed pole 15 had impedances greater than 10,000. It was further noted pole 15 was not used. Additional information received reported there were no low impedances measured. It was noted that electrode 15 had impedance greater than 10,000, but was not used all the time. It was further noted the patient was programmed with a pulse width of 450 and a frequency of 65 hz.

Manufacturer narrative:
Concomitant products: product ID 3878-45, lot # 0206429811, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3878-45, lot # 0207039410, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID neu_unknown_ext, serial # unknown, product type extension; product ID neu_unknown_ext, serial # unknown, product type extension.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that after the patient had gotten the new implantable neurostimulator (ins) everything had been fine for him again.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) found no significant anomaly and the battery reached normal end of life, telemetry and output okay.

Event description:
It was further reported the patient got a new stimulator and ¿2 new electrodes¿ on day of report. It was stated the old electrodes were implanted (B)(6) 2013 and explanted on day of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.